Event description:
A talent thoracic stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm as part of a physician-sponsored study on an unk date. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft was found to have migrated, and there is a type I endoleak, as the stent graft was floating in the aneurysm sac (MFR # 2953200-2009-01492). The physician elected to intervene by inserting a talent bifurcated stent graft through the existing talent thoracic stent graft, and positioned and deployed the graft just below the renal arteries. A reliant balloon was used to try to appose the stent graft against the iliac artery; however, the reliant balloon (MFR # 2953200-2009-01494) was inflated aggressively, and the left common iliac artery ruptured. The physician elected to implant another talent iliac limb to cover the ruptured iliac artery, with successful results. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Evaluation: results: arterial trauma/dissection/perforation. Aggressive ballooning. Conclusion: aggressive ballooning.